Event description:
It was reported during a video assisted lung volume reduction during placement of the tissue the anvil of the tsb35 became dislodged and the surgeon could not fire the device. The device was withdrawn and a new device was opened to complete the case. There was no pt consequence.

Manufacturer narrative:
Damaged clamping mechanism. The product complaint analysis team has completed its investigation. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: any other noticeable damage, n/a; batch number, n/a; cartridge in place/condition, n/a; condition of drivers, n/a; lockout tabs on pan condition, n/a and position/condition of wedge sleds, n/a. Functional tests & results: condition of clalmp first lockout, good; condition of clamping mechanism, good; condition of firing mechanims, good; condition of wedge bands, good; is hyper lockout condition present, no and result of attempted firing, good. Analysis conclusion: based upon the info received and the visual examination, it was concluded tha the instrument was returned with the anvil out of position with the closure tube. The anvil was repositioned and the instrument was cycled, fired, cut, and formed the staples within design specification. It was concluded that the anvil retention tab crimp was off center, causing the anvil to become mispositioned.